Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector couldn't prime the saline lock due to blockage. The following information was provided by the initial reporter: "IV initiation-unable to prime saline lock".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: one sample (model #mp5303-c) was returned by the customer. It was reported by the customer "IV initiation-unable to prime saline lock". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe and attempted to be flushed with water. The sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5303-c lot number 22109022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector couldn't prime the saline lock due to blockage. The following information was provided by the initial reporter: "IV initiation-unable to prime saline lock."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.